Event description:
Note: this MFR report pertains to the first of four events that occurred during the same procedure. Refer to MFR report numbers: 3005099803-2008-04695, -04694, and -04693 for descriptions of the other events. It was reported to boston scientific corporation on the event date, that an optiflo injection needle device was used during a colonoscopy procedure performed on the same day. According to the complainant, "the needle was unable to be retrieved into the sheath before placement into the scope channel." The physician attempted to complete the procedure with a second optiflo injection needle device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for eval, it has not been received. A device eval is not available; therefore, the cause of the reported needle retraction issue is undetermined.